Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel was 6.0 millimeter's (mm) x 6.6 mm.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: unknown); product type: 0195-heart valves; implant date: (B)(6) 2024; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of this transcatheter bioprosthetic valve, a hemorrhage was observed at the side contralateral to the puncture site. Subsequently, hemostasis was achieved with endovascular therapy. Per the physician, the cause of the spontaneous hemorrhaging was suspected to be heparin administration. The relationship to the procedure is unknown.

Manufacturer narrative:
Additional information: b5 (fourth paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of this transcatheter bioprosthetic valve, a hemorrhage was observed at the side contralateral to the puncture site. Subsequently, hemostasis was achieved with endovascular therapy. Per the physician, the cause of the spontaneous hemorrhaging was suspected to be heparin administration. The relationship to the procedure is unknown. Additional information was received that the right femoral artery was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel was 6.0 millimeter's (mm) x 6.6 mm. Additional information was received that the hemorrhage was at the left femoral artery. Per the physician, the dcs did not contribute to the hemorrhage. Additional information was received indicating that the hemorrhage was identified post-operatively, but the exact timing is unknown. It was also stated that the left femoral artery was only used for insertion of the pigtail catheter. And according to the reporter, this event is considered a "puncture error" case.

Event description:
It was reported that one day following the implant of this transcatheter bioprosthetic valve, a hemorrhage was observed at the side contralateral to the puncture site. Subsequently, hemostasis was achieved with endovascular therapy. Per the physician, the cause of the spontaneous hemorrhaging was suspected to be heparin administration. The relationship to the procedure is unknown. Additional information was received that the right femoral artery was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel was 6.0 millimeter's (mm) x 6.6 mm. Additional information was received that the hemorrhage was located at the left femoral artery. Per the physician, the dcs did not contribute to the hemorrhage.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.